Manufacturer narrative:
The review of the device history record indicates the product met all manufacturing specifications finding no rejections by the quality auditors. Sample analysis was not performed as the device was not returned by the customer to kimberly-clark. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned by customer to kimberly-clark.

Event description:
Kimberly-clark received a report from france stating, "bumper imbedding in the stomach and tube removal from the stomach." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).